Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, approximately 1 year and 6 months post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted due to paravalvular (pv) leak. A surgical valve was implanted to repair the pv leak.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be performed. Medical records were provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving valve and delivery system usage. Per the IFU, paravalvular leak and non-emergent reoperation are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for paravalvular leak was confirmed from the medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, '1 year and 6 months post transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 valve in the aortic position, the valve was explanted, and a surgical valve was implanted. Per medical records review, the valve was explanted due to paravalvular (pv) leak. A surgical valve was implanted to repair the pv leak'. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Review of the medical records revealed that the valve was implanted with mild to moderate pvl, and the patient was asymptomatic. It is possible that the change to cardiac structure over time may have worsened the pvl. In this case, available information suggests that patient factors (cardiac remodeling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.